Event description:
Reportedly, pt expired approx after an implant duration of 0.033 mos (in 2007, after an implant date of the day before), due to unk reasons. Unk if pt death is device related.

Manufacturer narrative:
Device not returned.